Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt thought they had a bad recharging antenna. Pt said they saw a "m03 code" the first time a few weeks ago; pt later said it first happened probably 3-4 weeks ago. Pt said they were able to restart their charging session at the time. Pt said yesterday when they were charging their implant they got the "m03 code" about four times when they were charging their implant. Pt said they were able to restart and get going again each time. Pt said they charge their implant every three days and they sit in the same spot and do the same thing every time. Pt confirmed that they did not reset the the controller. Pt confirmed that their rtm has been heating while recharging their implant and that it's been getting hot in some spots, especially close to the junction of the soft part of the antenna and wire connection and near the relief boot. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.